Event description:
Customer reported that the device could not be fixed well and got hot. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The pre-repair assessment was performed by a technician because the device could not be fixed well and got hot. Device was repaired and returned to the customer (B)(6) 2013. No further information is available.